Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with an infusion set (inset 6 mm, 23 in) and a g7 cgm, with fingerstick values reported up to 400 mg/dl and subsequent readings in the high 300s despite no pump alarms or confirmed delivery stoppage; the user noted a history of scar tissue and bent cannulas and was advised to change the infusion set and follow the ketone action plan. Symptoms included elevated blood glucose without reported diabetic ketoacidosis, loss of consciousness, or other acute complications. Outcomes included no emergency treatment, no hospitalization, and no healthcare facility transfer. Investigation included technical support troubleshooting and user education regarding infusion set change and hyperglycemia management. Investigation of this case revealed no device alarms, no confirmed delivery interruption, and a cause of hyperglycemia that remained undetermined given potential infusion site issues. It was concluded that the event involved hyperglycemia with unclear cause, and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.